Event description:
The customer reported wearing the insulin pump during an x-ray exam. The customer was offered and accepted a replacement insulin pump. The customer did not receive any alerts or alarms from the insulin pump after the x-ray but did mention experiencing recent high blood glucose values. The customer declined troubleshooting for the high blood glucose. The customer's actual blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.